Event description:
It was reported that the 9800 system had an error message on the mainframe boot up. There was no pt involvement and no pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. A third party technician repaired the system during the service call. The system was tested by third party technician and found to be working as intended and put back into service.